Manufacturer narrative:
B3 -date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site. To address the issue the ipg and lead adapters were explanted on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.